Event description:
The lay user / patient contacted lifescan ( lfs) (B)(4) on (B)(6) 2011 alleging that his one touch ultra 2 meter powers off during use. The alleged issue with the meter began approximately 3 months ago. Due to the alleged issue, the patient mentioned that he was unable to obtain a blood glucose reading and at an unspecified time later developed symptoms of a headache and feeling dizzy. He visited his physician and was tested on another device; however, was unable/unwilling to verify what the reading was on the physician's meter. The patient was treated with a glucose tablets/glucose gel at the physician's office. This is not the first time the product was being used. The patient denied any misuse of the product and the battery did not need to be replaced. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the patient alleged that due to the meter powering off during use, he was unable to test , developed symptoms and was treated at the physician's office with glucose tablets/glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) is k053529.